Event description:
On (B)(6)2024 the patient had the device removed due to scar tissue formation.

Manufacturer narrative:
Before undergoing the procedure, patients will have to go through a screening process followed by pre-operative counseling, and that all of the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant ones are - "moderate to severe scar tissue formation" and "seroma". Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, scar formation was listed as an anticipated adverse events. The root cause can be traced to user error. The patient stated that his partner aggressively manipulated his penis after sex and a seroma formed. Scar tissue is a common side effect in any implant procedure.